Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a2 dob, a3, b5, h6 health effect - clinical code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinician review: patient reports on (B)(6) 2025 - while walking into the bathroom felt slight pop which felt like it was in the knee. On (B)(6) 2025 - pain increased daily from hip to ankle with swelling of the entire right leg, ankle and foot. On (B)(6) 2025 - radiographic imaging reveals broken nail, nonunion, exuberant heterotopic ossification, and lucency at fracture site suggesting loosening-infection. On (B)(6) 2025 - patient revised and intraoperatively noted with significant scar tissue and large amount fluid at the nonunion site. Intraoperative cultures were taken. On (B)(6) 2025 patient diagnosed with infection and put on order of 6 weeks of IV antibiotic (antibiotic treatment scheduled to end (B)(6) 2025) with discharge to home on (B)(6) 2025 with order for physical therapy. On (B)(6) 2025 patient requested to stop IV antibiotics and removal of PICC line. Incision site is noted as fully healed with no redness or drainage. (B)(6) 2025 radiographic follow imaging notes fixation hardware intact and in place without loosening or failure. Some heterotopic ossification. On (B)(6) 2025 patient is noted as doing well and hip incision site fully healed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), g1 and g4. Corrected: d1, d4 (catalog, UDI). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a hip pin was broken after patient's 90-day check up after surgery. Patient shares that he got his hip broken back on (B)(6) 2024, went to hospital where patient got the first surgery with implants inserted, and somewhere between (B)(6) 2025 and (B)(6) 2025 started with an intense pain on his hip. Patient went back to ER and after and x-ray, it was showed that one of the pins on the hip implant got broken, had surgery to replace the pin on (B)(6) 2025 and soon after the surgery, the patient got a local infection where he is still taking antibiotics.